Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml ll w/ndl 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached date of events approximate. Reported by 3 different nurses in 3 different events that instead of the needle retracting following injection as intended, the needles detached from the syringe and remained in the patient's skin and required the rn to manually remove the needle. Reference report: mw5158656, mw5158657. Additional information provided: please see responses below. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury or adverse event. Needles were able to be removed from skin. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? We do not have exact dates. 3. Can you please provide the material and lot number associated with reported issue? Lot 3314055, see picture below.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation one photo was provided to our quality team for investigation. The photo shows a packaging blister top web and on the side a syringe with a needle assembly assembled to it. The needle assembly has plastic shield. No other information could be obtained from the photo. A physical sample is required for further investigation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3314055. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.